Event description:
It was reported that ¿after one try fiber error dysfunctional.¿ joules used 11,000. No other information available. The procedure was completed with a second fiber. There were no damages to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot # 343a, serial # (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification and meted glass at output window; the outer flow tubing has moved backward and the red octagonal sign is slightly misaligned with the output window; the fiber was tested with hene laser fixture, aim beam is diffused and firing more than usual at the distal end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. Forward firing of the side firing surgical fiber; a code request has been submitted.